Event description:
It was reported that during preparation the laser displayed error code 211, 235 and 202.1. The customer was unable to resolve the issue that occurred and the case was completed by an alternative procedure (turp). Patient outcome: there was no report of a patient or user injury.